Event description:
It was reported that this patient with a cardiac resynchronization therapy pacemaker (crt-p) was transported via ambulance to the emergency room (ER). It was found that this device was found to be in safety mode. Additionally, it was noted there was loss of capture and the patent was admitted to the hospital due to syncope. The patient did experience seven seconds of pacing inhibition. Subsequently, this device was explanted and replaced successfully. The device is expected to be returned for product analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that both brady and tachy therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Event description:
It was reported that this patient with a cardiac resynchronization therapy pacemaker (crt-p) was transported via ambulance to the emergency room (ER). It was found that this device was found to be in safety mode. Additionally, it was noted there was loss of capture and the patent was admitted to the hospital due to syncope. The patient did experience seven seconds of pacing inhibition. Subsequently, this device was explanted and replaced successfully. The device is expected to be returned for product analysis. No additional adverse patient effects were reported.